Event description:
The manufacturer received information alleging headache, cough, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination present on all surfaces of the base unit and humidifier base and at the air inlet where the filter would be and at the iso port entrance. The manufacturer visually inspected the device internally and found debris in the tracks of the ui panel, white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring, dirt/debris/dust within the humidifier base, a keratin-like substance was observed around the blower box outlet. The manufacturer was used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symptoms specified. In this report, section h6 has been updated.